Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Seat post has play in it and wants to replace the seat post and hardware.